Event description:
I am going on vacation to the beach for christmas and have to buy my usual saline solution. I bring both bottles up to the pharmacist to ask if they're the same or just a difference in price? She assures me they are the exact same thing. She reads the ingredients and says yeah they work the same and even opens the box and sees a weird contact lenses case and says she's never seen that before but still firmly says it's the same thing. I go home and don't really understand so I let them soak and do the mistake of putting them in my eye. The pain burned so much like acid in my eye that my eye involuntarily closed shut and I had to pry my eye open to get it out. It's been close to 48 hours and I still feel like something is in my eye and my eye is still completely red. When and how was error discovered: at home. The pharmacist told me firmly saying it is the same, and as a result I burned my eye. Without insurance I am stuck dealing with a burning red eye and close to 48 hours no major improvements. (B)(6), access number: (B)(4).